Event description:
During a pfa pulmonary vein isolation procedure using non-(B)(6) (boston scientific) pfa equipment with the claris, the ep-4 stopped delivering pacing energy after the pfa session. The patient had a vagal episode during pfa delivery. The claris was not delivering pacing energy during this episode. The patient's heart rate increased on its own after vagal episode and the procedure was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).